Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download with nordic bluetooth device was performed and failed. A review of the share logs was performed and signal loss was not found for serial number (B)(6) within the investigation window. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).